Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to a high blood glucose on wednesday, (B)(6) 2017. The customer reported a couple times insulin pump stopped pumping. The customer states alarmed to check ketones and another time it didn¿t give him any alarms. The blood glucose value at the time of admission 1200 mg/dl. The customer had symptoms of vomiting 11 times and feeling sick. The customer treated for the high blood glucose level extra insulin from insulin pump. The customer was wearing the pump at the time of the hospitalization unsure. The customers current blood glucose level was unknown. The customer did not troubleshoot the issue at work and does not have the insulin pump. The insulin pump will not be returned for analysis.